Event description:
A retrospective review was performed by agfa for events, from years 2012 to (B)(6) 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 2015. The following event was identified and is being reported to the FDA. The customer reported to agfa, that they continue to experience uncontrolled movement of the wall bucky of their dx-d600 system while making adjustments to the overhead tube crane (otc). The involuntary movements of the bucky seem to be getting worse and an operator had pulled a muscle in their shoulder, therefore, the customer filed a safety report at the site. Both agfa and (B)(4), agfa's supplier, global support responded to this event and determined the correction for new software upgrade to version 3.6 would be performed on the system. The system has been corrected. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems to address these unexpected movements. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any other patient or user.